Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was unable to induce a ventricular arrhythmia during the initial implant procedure. Reportedly, the patient is very obese, and the physician struggled to position the s-ICD and the electrode adequately. The physician completed the implant procedure as best as possible, but x-rays were performed showing concerning fat under the electrode and high shock impedance measurements were noticed which were likely related to the high amount of subcutaneous fat. The electrode position was not straight either. Technical services recommended to revise the s-ICD system as the previously mentioned issues are potentially causing the induction difficulty. Further information indicates a defibrillation threshold (dft) test was performed a few weeks later that was still unable to convert the patient rhythm. The physician opted to re-position the electrode, and x-rays confirmed closer location to the sternum after performing the revision. A final dft test was performed that converted the rhythm successfully. However, the patient health deteriorated after the electrode reposition procedure. The patient developed a septal bulge that was clearly appreciated with an echocardiogram. This implantable electrode remains in service and no adverse patient effects were reported.